Manufacturer narrative:
The technician found that the brake cable has slipped off the guide rollers in the brake block and also found that the guide rollers were worn. The most likely cause is normal wear and tear. Per the hill-rom user manual, annual preventive maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features, including but not limited to caster braking systems. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the guide rollers and repositioned the brake cable onto the guide rollers to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brake was not holding. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).